Manufacturer narrative:
Device serviced by a third-party service center.

Event description:
The manufacturer became aware that a user of the dreamstation auto bipap had states no visible foam particles were observed. Additionally, contamination findings: smoke was found. The device was scrapped. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the manufacturer missed to capture certain information in b5 verbiage was corrected and updated in this report. A device dreamstation auto bipap was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed and additionally, contamination findings: smoke was found. The third-party service center concludes that there was no visible foam degradation and unit got scrapped. Remedial action init and recall number was updated.